Manufacturer narrative:
The device was received fully deployed. A single timeout was seen in the download data. The exposed portion of the soft cannula was observed to be torn. During fluid path test, fluid was found exiting through multiple tears in the exposed portion of the soft cannula. It could not be conclusively determined when this damage occurred. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level was "high" (>22.22 mmol/l, >400 mg/dl) while the pod was worn for approximately 7 hours on the arm. The patient experienced bleeding at the infusion site. As treatment, a new pod was placed.